Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm, display issue and bolus not delivered. The customer's blood glucose level was 101 mg/dl. The customer also reported that the insulin pump was physically damaged. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus stopped alarm noted. Insulin pump received with minor scratches on display window noted. (B)(4).